Manufacturer narrative:
(B)(4); follow up emdr with additional information provided by the customer for this reported issue. The sample may or may not be returned. Should any additional information be obtained for this issue a follow up emdr will be submitted.

Event description:
Additional information from customer provided 02may2017: event occurred on (B)(6) 2016 to a (B)(6) female who presented to (B)(6) for a left thoracoscopy and wedge of the left upper lobe lingual and left lower lobe. The patient was stable after the event on (B)(6) 2016 and was discharged home. Additional radiological reports identified a metallic density, but CT reports did not note a metallic density. On (B)(6) 2017, the patient was brought back to the operating room and the object was surgically removed without complication. On (B)(6) 2016 the procedure was a left thoracoscopy and wedge of the left upper lobe lingual and left lower lobe. On (B)(6) 2017, she presented to the thoracic surgery clinic for evaluation of cxr and pain. On (B)(6) 2017 she received a fluoroscopy for localization of a metallic foreign body and left video assisted thorascopic surgery with excision of a metallic foreign body. The procedure was completed as planned.

Manufacturer narrative:
(B)(4); no specific date was reported for the incident. The incident occurred possibly several months ago. The sample may or may not be returned for evaluation as the facility is currently doing an investigation on their end as well. Three customer contact attempts were made for any additional information. To date no additional information was provided by the user facility. Should any additional information be obtained for this issue a follow up emdr will be submitted.

Event description:
Medical specialties - fell apart; sales rep stated verbally that the needle sheath remains in the patient. Incident occurred possibly several months ago. No specific date was reported. The needle was used to inject local anesthetics according to sales rep. Sales rep is unsure if the sample will be sent in as the facility is doing an investigation on their end as well.

Manufacturer narrative:
(B)(4): additional information received from a user facility medwatch.

Event description:
On 08may2017 received a user facility medwatch (B)(4) reporting a (B)(6) year old female on (B)(6) 2016 have the event desc: patient experienced retention of a 6 cm needle sheath of a 22ga mediastinoscopy aspirating needle. The 6 cm sheath is a sliding piece over the needle. When the needle was inserted during a surgical case performed approximately 7 months ago, the sliding piece was retained. Needle was used to inject local anesthetics. The patient was discharged to home, but later reported discomfort. X-rays confirmed metallic object. Patient returned to have the object removed approximately one month ago. What was the original intended procedure? A left thoracoscopy and wedge of left upper lobe lingual and left lower lobe.

Manufacturer narrative:
(B)(4): one (1) be8230 mediastinoscopy aspirating needle 22ga was reported as the complaint. The sample was not returned for evaluations, no pictures were sent for review, and no lot code was reported for the sample. It was reported that the needle sheath remained in the patient after surgery and another surgery was performed to remove the metallic foreign object. It was not reported if the sample broke and if the metallic foreign object was the needle sheath of the sample. Further complaint information and pictures were not provided, as well as, multiple contact attempts for the sample retrieval were completed. It is not known how long the nl1300 sample was in use with the end user, the lot code was not reported. Full verification of the reported failure mode cannot be confirmed without sample/picture evaluation. For further investigations the material, function and properties of the be8230 product were reviewed. The components of the be8230 are made of 300 series stainless steel hypodermic tubes. The final product is comprised of 3 parts: the main needle body with the luer hub, the cleaning stylet wire for clearing blockages and finally the needle sheath. During manufacturing the product¿s components are cut to length and deburred, this removes extraneous materials and burrs. Next brazing/laser welding is performed to affix the components together. Finally the product is passivated to further improve rust/corrosion prevention and it is cleaned ultrasonically. Conclusion(s): no sample was returned for evaluations and root cause determination. The reported fell apart issues and information from initial report cannot be verified for final conclusion without sample review.